Event description:
It was reported that during an unknown procedure, the distal end of the sleeve cleanly broke off into the pt's abdominal cavity. The piece was retrieved. There was no pt consequence.